Event description:
Boston scientific received information that right atrial (ra) lead was implanted with good position and normal electrical parameters. During routine follow up it was discovered the ra lead had dislodged. The lead was electrically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.